Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon had to put force on the needle but it slipped and punctured the hand of the assisting nurse.